Event description:
Linked to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, a small amount of insulation on the vasoview hemopro 2 had come loose. The white curvilinear insulation piece fell off of one jaw of the burner tool inside the tunnel in the patient's thigh. The piece crumbled into small pieces when I attempted to gently grasp it between the inactive jaws of the burner to attempt retrieval. No pieces could be retrieved this way. The skin was marked above the sites of visible white remnants. Cut down was performed here but no pieces were visible. There is suspected retained foreign body within the patient's tissues. Additional cut down incisions were made in the thigh and operative time increased. There were no resistance noted while inserting the harvesting tool into the cannula. A new device was opened, the jaws of the new burner had clear silicone-like substance rather than a white insulation strip. This was used to burn a few more branches until the decision to cut down was made.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000523769 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.